Event description:
A call to technical services was made on (B)(6)2014 stating that this system was infected. The physician wanted to place external pacing wires through skin to heart and then hook them up to the explanted pacer. As per discussion with technical services, the wires would not be is-1 so no testing done on this and this would be off label use. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).